Manufacturer narrative:
The microsensor was not returned for evaluation (discarded) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields:  g3, g6, h2, h3, h10. Additional information received indicates that after three (3) attempts, a piece of the catheter is left in the patient's brain. H3 other text : 02.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that upon removal/externalization of the icp monitor (636653us) the distal tip of the catheter broke apart and was left in the patient's brain. Surgery for removal was scheduled, however, it was unsuccessful.